Event description:
It was reported, the camera head was not working. The light guide cable was damaged and could not be connected to the camera head. There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
The subject device was received and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported, the camera head was not working. The light guide cable was damaged and could not be connected to the camera head. There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the camera presented error code e226. Based on the results of the investigation, it is likely that the following led to the malfunction: error code e226 occurred due to a defective cable. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): 5.1 troubleshooting (warning) never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage. The IFU (ra1793_14) for otv-s200 that can be combined for error code e226 is described as follows 10.2 troubleshooting guide code:e226 error message:scope communication error possible cause:the communication between the endoscope and video system center has failed. Solution: immediately turn the video system center off and disconnect the video connector. Clean the electrical contacts of the video connector and connect again. If the same problem occurs after turning the video system center on again, immediately turn the video system center off, and unplug the power cord from the wall mains outlet and the ac power inlet on the video system center, then contact olympus. Olympus will continue to monitor the field performance of this device.